Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv lead noise, loss of capture, and high pacing lead impedance were observed via a merlin transmission after the patient had a fall . Lead abrasions were also noted on the rv lead during device explant due to eri. The lead was capped on (B)(6) 2017. The patient condition was well and monitoring will continue.

Manufacturer narrative:
A partial lead with the connector pin measuring 17.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received states that lead fracture was also observed at the time of lead being capped.